Event description:
Same case as 2134265-2008-00075. It was reported that during a coronary drug eluting stenting treatment procedure, filterwire basket dislodgement occurred. The lesion was pre-dilated, unknown type and size balloon. The physician attempted to place a taxus express2 3.5x24mm drug eluting stent to the 95% stenosed lesion located in the severely calcified and tortuous saphenous vein graft (svg) to right coronary artery (rca), where there was a previously placed stent, unknown type and size. The filterwire was passed down the lesion and the stent delivery system (sds) was tracking over the filterwire, but the physician felt resistance, pulled back, and the stent stripped off of the delivery system, the physician then pulled the filterwire back to attempt to capture the stent in the filterwire basket, but the basket came off of the wire and lodged in the most proximal part of the svg. Several attempts were made, with different snares, to retrieve the stent and basket, but were unsuccessful. The physician then used a balloon, unknown type and size, to crush the basket and the stent to the svg wall. The patient remained stable throughout the entire procedure. Patient condition post procedure is noted as fine.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.